Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during r&d testing the pull force did not meet mean force specification and there was stopper creep with a bd vacutainer® trace element serum blood collection tubes. The following information was provided by the initial reporter: during r&d testing in franklin lakes, we had 2nd stopper pullout forces that did not meet the mean force specification. The issue observed was that for the 2nd stopper pullout force testing performed in the r&d lab, the average force to remove the stopper was below our target specification (came out with lower forces than the target). The test is: use a fixture/gauge to measure the force to remove the stopper, then the lab technician reinserts the stopper and measures the force to remove it a 2nd time. If the 2nd stopper pullout (removal) force is too low, the customer may observe stopper creep-up or creep-out. This is probably a better issue classification than ¿stopper pulled out¿, since the 2nd pullout test passed the minimum force criterion.

Manufacturer narrative:
Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during r&d testing the pull force did not meet mean force specification and there was stopper creep with a bd vacutainer® trace element serum blood collection tubes. The following information was provided by the initial reporter: during r&d testing in (B)(4), we had 2nd stopper pullout forces that did not meet the mean force specification. The issue observed was that for the 2nd stopper pullout force testing performed in the r&d lab, the average force to remove the stopper was below our target specification (came out with lower forces than the target). The test is: use a fixture/gauge to measure the force to remove the stopper, then the lab technician reinserts the stopper and measures the force to remove it a 2nd time. If the 2nd stopper pullout (removal) force is too low, the customer may observe stopper creep-up or creep-out. This is probably a better issue classification than ¿stopper pulled out¿, since the 2nd pullout test passed the minimum force criterion.